Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the haptic was broken. The surgery was completed on same day. The surgeon told that in first 24h it's hard to say if the lens was moved. The cornea was very foggy. Additional information has been requested. And yet no new information available.